Manufacturer narrative:
The manufacturer received information alleging a patient with an I-neb cf UK unit device has passed away. There was no allegation that the device contributed to the death. The device was returned as no longer needed and was scrapped without testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, box d, g, h has been corrected.

Event description:
The manufacturer became aware of an allegation of I-neb cf UK unit alleges death - patient no longer using ineb device. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.